Manufacturer narrative:
Remove e1204 and add e1205.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump or manual dose injection. The customer changed supplies and resumed insulin therapy.